Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of regurgitation. Central regurgitation can develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, the device was not returned for evaluation. The root cause of this event cannot be conclusively determined with the available information. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve in the pulmonic position, implanted for three (3) years and eight (8) months, was explanted due to regurgitation. The explanted device was replaced with another edwards valve. Per medical records, this case involved a (B)(6) male who presented with pulmonic and tricuspid regurgitation and possible paravalvular leak. He underwent a pvr and tvr. The previous prosthesis was well healed with no paravalvular leak, in the rvot sinusoid region lateral to the valve a recess tissue communicated with the rvot through a small opening and may have created an illusion of a pvl. The leaflets were stiff and immobile, creating the pr. The subject device was explanted and replaced. A tricuspid annuloplasty ring was also implanted. Echocardiogram revealed a good biventricular function, no pulmonary insufficiency and trace tricuspid regurgitation with no gradient. It was noted that patient tolerated the procedure well with no complications and was transferred to ICU intubated in sinus rhythm.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.